Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. Method: eval of actual device; review of device history records, review of complaint history. Results: the 1p1 was returned in a destroyed situation. The introducer tip which is basically permanently connected with the compression seal and the single lumen introducer through a surgical thread was separated here. The surgical thread was destroyed and every part of the introducer was loose. The DHR of the mentioned products was reviewed. No abnormalities could be determined. No trend could be determined after checking the trackwise database. Conclusion: the malfunction described in the complaint description could not be reproduced. Possible product faults could not lead to such massive damages like a squeezed introducer tip or a severed surgical thread. The source of those damages must be strong mechanical forces on the introducer caused by inappropriate handling.

Event description:
When inserting the bolt (insertion of ptio2 left frontal following malignant cerebrovascular accident post vasospasm), the end of the introducer was damaged which did not permit to insert the fiber; possible bone chip at the bolt extremity not detected with the dura matter wire. When attempting to remove the introducer from the bolt, breakage of the introducer "which conduct to unscrew" and took off the bolt with the distal end of the introducer inside. It was necessary to use another kit with a new bolt in the same hole. There was no consequence to the pt who now has a probe well inserted upon scanner check. Additional info received on 04/08/2015 and 04/09/2015: pt age and gender were unk. Date of incident was on (B)(6) 2015. It was clarified that the introducer was damaged but not broken. The introducer was removed in its entirety. Surgery delay was reported as time to use another kit. There was no consequence to pt due to this delay. The doctor was not able to confirm if the stylet was correctly used or not, but the guide wire was used. The first issue was the impossibility to insert the introducer into the bolt. Regarding the "bone chip", it occurred sometime when they took off the drill bit, it left a small bone piece which could have prevented the introduction of the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.